Event description:
A guideliner v2 was used in a clinical procedure. When the catheter was removed, the physician noticed a cotton-like material inside the guideliner v2. The physician did not save the cotton-like material for analysis. No patient impact was reported.